Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's family that every time the patient stands up, they feel like they are going to faint. It was reported that the remote monitor was flashing. No troubleshooting indicated. Follow up was conducted and it was noted that the patient's symptom of feeling like they were going to faint was due to medication usage. It was further reported that the patient received inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp) for supra ventricular tachycardia (svt) that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). It was noted that the ICD wavelet was updated. Additionally, it was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the rv lead was reprogrammed. The ICD, rv lead, and remote monitor remain in use. No further patient complications have been reported as a result of this event.